Event description:
A pericardiocentesis was performed to stabilize the patient.

Event description:
During an atrial fibrillation, a pericardial effusion occurred. While ablating the roof of the left atrium the patient moved on the table. The patient became hypotensive and a fluoroscopy and an echocardiogram revealed a pericardial effusion. There were no performance issues with any abbott device.

Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. A pericardial effusion was reported. The device met specifications for optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The catheter met specifications during all functional testing. The log file analysis concluded that the tacticath catheter performed as intended. The tactisys log files indicated the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.